Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr got stuck on the guidewire. Vascular access was obtained via the femoral artery. A 330cm rotawire and wireclip torquer and a 1.50mm rotablator rotalink plus were selected for use in a rotational atherectomy. During the procedure, the burr was difficult to remove and it was noted that the burr was entrapped on the rotawire. Both devices were removed, and the procedure was completed by using another burr. No complications reported and the patient was stable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device revealed that the spring tip was stretched with the core wire broke 1 cm distal of the end of burr, and the solder weld appeared to be missing. The rotawire was unable to be removed from the rotapro device, as it was stuck in the burr. Dimensional inspection of the rotawire that could be measured were perform and observed that the outer diameter (od) of the proximal section were within specification. However, the overall length, od of distal tip and middle of device could not be perform due to device condition.

Event description:
It was reported that the burr got stuck on the guidewire. Vascular access was obtained via the femoral artery. A 330cm rotawire and wireclip torquer and a 1.50mm rotablator rotalink plus were selected for use in a rotational atherectomy. During the procedure, the burr was difficult to remove and it was noted that the burr was entrapped on the rotawire. Both devices were removed, and the procedure was completed by using another burr. No complications reported and the patient was stable.